Manufacturer narrative:
The initial report was submitted with incorrect event date. The event date has been corrected in this report.

Event description:
The customer went to the emergency room on (B)(6) 2020.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm (a33 alarm). The customer's blood glucose was over 400 mg/dl at the time of incident. The customer reported that they were hospitalized and was treated with manual injection and was taken off the insulin pump. The device was not bumped or dropped prior to the alarm (a33) and the drive support cap appeared normal. The insulin pump will be returned for analysis.